Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 6.0mmx150mmx135cm absolute pro self-expanding stent system (sess) was successfully advanced to the lesion without reported issue; however, the stent completely failed to deploy due to a problem with the thumbwheel. The sess was withdrawn without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new absolute pro sess was used to successfully complete the procedure. There was no additional information provided. The sess was returned with the outermember separated inside the handle.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulty deploying the stent and rotating the thumbwheel were confirmed. Additionally, the outermember was noted to be separated. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.